Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 28-may-2024. The most recent information was received on 07-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted (lot no. 634988) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced abdominal pain (seriousness criterion intervention required), migraine ("migraines"), amnesia ("memory loss"), tendonitis ("muscle pain (recurrent tendinitis and epicondylitis)"), epicondylitis ("muscle pain (recurrent tendinitis and epicondylitis)"), dyspareunia ("pain during intercourse"), allergy to metals ("nickel allergy"), heavy menstrual bleeding ("haemorrhagic periods"), adenomyosis ("adenomyosis of the uterus"), tendon disorder ("tendinopathy") and disturbance in attention ("impairment of concentration and memory"). The patient was treated with surgery (to remove essure and uterine curettage 2014). At the time of the report, the tendonitis, epicondylitis, tendon disorder and disturbance in attention had not resolved. The outcomes for abdominal pain, migraine, amnesia, dyspareunia, allergy to metals, heavy menstrual bleeding and adenomyosis were unknown. No causality assessment was received for essure with regard to migraine, amnesia, tendonitis, epicondylitis, dyspareunia, abdominal pain, allergy to metals, heavy menstrual bleeding, adenomyosis, tendon disorder or disturbance in attention. The reporter commented: period of occurrence: after the insertion of the essures. Being allergic to nickel since my childhood, I think that the gynecologist should have informed me of the composition of this device!! Patient's current condition: tendinopathy, muscle pain, impairment of concentration and memory). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. Lot number: 634988 manufacture date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-jun-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 28-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted (lot no. 634988) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), migraine ("migraines"), amnesia ("memory loss"), tendonitis ("muscle pain (recurrent tendinitis and epicondylitis)"), epicondylitis ("muscle pain (recurrent tendinitis and epicondylitis)"), dyspareunia ("pain during intercourse"), allergy to metals ("nickel allergy"), heavy menstrual bleeding ("haemorrhagic periods"), adenomyosis ("adenomyosis of the uterus"), tendon disorder ("tendinopathy") and disturbance in attention ("impairment of concentration and memory"). The patient was treated with surgery (to remove essure and uterine curettage 2014). Essure was removed on (B)(6) 2019 at the time of the report, the tendonitis, epicondylitis, tendon disorder and disturbance in attention had not resolved. The outcomes for abdominal pain, migraine, amnesia, dyspareunia, allergy to metals, heavy menstrual bleeding and adenomyosis were unknown. No causality assessment was received for essure with regard to migraine, amnesia, tendonitis, epicondylitis, dyspareunia, abdominal pain, allergy to metals, heavy menstrual bleeding, adenomyosis, tendon disorder or disturbance in attention. The reporter commented: period of occurrence: after the insertion of the essures. Being allergic to nickel since my childhood, I think that the gynecologist should have informed me of the composition of this device!! Patient's current condition: tendinopathy, muscle pain, impairment of concentration and memory). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.